Manufacturer narrative:
Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. Correction to g3 of the initial medwatch. The aware date should be 26-sep-2021. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it is likely that a communication failure occurred due to a cable failure and the image became intermittent. The cause of the cable failure was likely a cut or twist. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The evaluation confirmed the reported "image issue" as image was intermittently shown when connecting the device to the video processor due to the camera cable defectiveness. When inspecting the condition of the cable, a cut and a twisting on its sheath were also identified. There was no ccd (charged coupled device) chip defects. Due to the malfunction of image functionality, the white balance could not be properly adjusted. Therefore, an error message e311 was displayed on the monitor during testing. The device was sold in june 2014 and previously had been returned for repair on march 2021 for similar reasons requiring the replacement of the camera cable. The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up report will be supplemented accordingly.

Event description:
Olympus (B)(4) was informed by the customer that a customer camera head had image issue during preparation for use. The device was replaced and another one was used. The device was returned to the regional repair center; upon inspection and testing, an intermittent image malfunction was found due to a faulty cable unit. No patient injury or harm was reported.